Manufacturer narrative:
The manufacturing site name was documented as depuy synthes products (B)(4) ((B)(6)) in the initial report. This has been updated to synthes (B)(4) ((B)(6)). Please note that the contact office name/address have been updated accordingly to reflect the corrected manufacturing facility.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air reamer device motor was seized, jammed, heavy moving and motor found faulty. It was further determined that the device failed pretest for starting behavior at 2 bar, check function of the forward and reverse and check of free movement. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.